Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged missing segments on the lcd window found on (B)(6) 2021. Device received with missing segments/partial display. Device passed displacement test, however pump error 63 alarmed when performing the self test. Device successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download during testing, with the date listed as (B)(6) 2022 at 19:22. Due to broken trace and loose solder joint u1 pin6 on keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and a cracked screen and moisture damage was found on pcba 1. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, serial label damage, end cap address label missing and minor scratches on lcd window. In summary, customers alleged missing segments was confirmed by visual inspection where a cracked lcd window was noted. Device alarmed pump error 63 during self test due to broken trace and loose solder joint on u1 pin6. Moisture damage was confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The issue was not resolved by trouble shooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.